Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. The clinical assessment was based on no medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event device was not returned for further evaluation. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; off label use.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that after deployment of the bifurcated and infrarenal aortic extension during the initial procedure on (B)(6) 2016, an angiography was performed which revealed a suspected pinhole on the aortic extension. Physician relined with an infrarenal aortic extension to correct the leak, but noted that the endoleak had only decreased so elected to treat with a protamine which did resolve the leak. Patient is in stable condition.